Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. Therefore the investigation results are based upon the user facility information and the evaluation of retention samples from the reported and surrounding lots manufactured. Visual examination of the retention samples confirmed there were no defects. In addition, the valve leakage test was conducted and no leakage was observed. The test was repeated with the dilator inserted through the valve and after removal of the dilator. No leakage was observed. A review of the device history record of the product code/lot# combination confirmed there were no production related problems. A search of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. The investigation results verified that the retention samples were normal product with no anomalies which would lead to the reported leak. The exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Actual device not available.

Event description:
The user facility reported leakage on the involved device. Follow up communication with the user facility confirmed the following information. Valve leakage around the wire of the destination sheath; blood loss was less than 250ml; and there was no patient injury or medical intervention required.